Manufacturer narrative:
Batch review performed on 30 march 2021: lot 2000225: (B)(4) items manufactured and released on 19-may-2020. Expiration date: 2025-05-11. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event.

Event description:
6 months after the primary surgery the patient came in reporting pain due to the patient's cup being too vertical and anteverted. The cause of the vertical/anteverted cup is unknown. The surgeon decided to revise the medacta cup and liner with a competitor cup and liner and revised the medacta head with a medacta head. The surgery was completed successfully.